Manufacturer narrative:
This MDR report is part of the malfunction summary reporting program, exemption number e2015055. Thirty four events were reported for this quarter. (B)(4) devices were received. Eighteen events were duplicated during testing. The reported event was not duplicated during testing for (B)(4) devices; however, the devices were outside specifications. (B)(4) devices were found to be affected by corrosion. (B)(4) devices were found to be affected by compromised lubrication. One device was found to be affected by a damaged component. The reported event was not confirmed for (B)(4) devices; the devices were found to be within specifications for the reported event. (B)(4) devices are available for evaluation but have not yet been received. This device is not repairable and was not returned to the user facility. There were no remedial actions taken. This device is not labeled for single-use.

Event description:
This report summarizes 34 malfunction events, in which the device overheated. Twenty eight events had no patient involvement; no patient impact. Six events had patient involvement; no patient impact.

Manufacturer narrative:
This MDR report is part of the malfunction summary reporting program, exemption number e2015055.   Supplemental rationale corrected data: 3 previously reported events are included in this follow-up record. Product return status 3 devices were not available to stryker for evaluation.    Additional information 3 devices were not labeled for single-use. 3 devices were not reprocessed and reused. Device not received for evaluation.

Event description:
This report summarizes <noe> 34 </noe> malfunction events, in which the device overheated. 28 events had no patient involvement; no patient impact. 6 events had patient involvement; no patient impact.